Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the package was opened, it was discovered that the taper/body end of the stem broke through both plastic containers. Sales rep asked the surgeon if he could use a shorter stem (as one is available), he was shown the package and agreed to use the shorter stem (B)(4)."